Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a rusty device could not be confirmed due to the condition of the sample. The device returned included a 4 fr groshong single lumen PICC nxt clearvue catheter, along with the proximal section of a set of 4 fr groshong nxt proximal and distal connector segments, and one end cap. Visual observation of the returned catheter found that the stylet was still indwelling, and was not fully advanced on the flushing connector blunt. Material was found inside the catheter, concentrated at the distal end, which ranged from reddish to dark brown in color. The end cap and connector segments were unremarkable. The stylet, when removed, was found to manifest many light and dark spots along its length. Microscopic evaluation found a large amount of material inside the catheter generally, which manifested colors from yellowish to dark brown. The particulate often had the appearance/form of sand. A large amount of dark brown material concentrated at the end of the catheter. The material seemed mostly adhered to the lumen wall. The stylet was largely covered in this material, and was found to manifest occasional beads of liquid or wet spots. Some particles, including some at the distal tip, had the appearance of biological material. There appears to be biological material present, the totality of the material is difficult to identify. Because of this and because there appears to be liquid remaining on the stylet, which would contribute to rust after the reported event, whether or not rust is or was initially present, this complaint is inconclusive.

Event description:
It was reported by the nurse that there was rust on the guidewire before use of the catheter, thus the catheter was not used.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezi1738 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that there was rust on the guidewire before use of the catheter, thus the catheter was not used.